Event description:
It was reported that during a femoral access procedure of the mildly tortuous, mildly calcified, diagonal artery, the 2.5 x 12 mm xience prime stent delivery system (sds) was advanced but met resistance with the anatomy and could not cross the lesion. It was noted that resistance was met during advancing and during removal of the device from the anatomy. The sds was removed and outside the anatomy it was noted that the stent strut was flared. A dilatation balloon and a xience sds were successful in crossing and were used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Subsequent information received noted resistance was met during advancing and during device removal.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. Failure to advance/cross the lesion and difficulty/resistance removing the device from the anatomy could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.